Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device were out of specification. The most probable root cause is user error: improper implant size selection, using implants that were too short. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2021 where three implants were installed. The patient later complained of continued slight si joint pain. The surgeon determined that the caudal positioned ifuse implant was too short and not fully across the si joint. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the caudal positioned implant and replaced it with a longer implant of the same type using the explant void. No other preexisting implants were adjusted or removed. The patient's pain symptoms resolved following the revision procedure.